Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, could not fire. The complaint device was received and evaluated. Visual observations reveal that the both implants are deployed from the needle shaft assembly. In other hand, the silicone sleeve was damaged as it was crack in the distal part. The functional test cannot be performed due to the implants are deployed. The trigger was activated several times and has been ensured the proper functioning. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to with the low tension applied on the trigger or can be associated with some interference that was felt when the trigger was manipulated during the procedure. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l57090, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during meniscal repair procedure on (B)(6) 2020, it was observed that truespan 24 degree peek device would not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.